Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Review of the submitted log file showed the system operating as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced stroke like symptoms such as headache, dizziness and mild right facial droop on (B)(6) 2022. The patient had computed tomography (CT) completed and the results were clear. The symptoms resolved on their own and a repeat CT scan was done, and the results were unchanged. The log files did not display any data from (B)(6) 2022 to (B)(6) 2022. The event log captured 110 pulsatility index (pi) events that occurred on (B)(6) 2022 between 11:48 am and 2:47 pm on (B)(6) 2022.